Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient experienced hyperglycemia of 31-hi mmol/l (558-hi mg/dl) between (B)(6) 2011, and mother advised patient to switch to the backup infusion device. The infusion device was not exposed to electromagnetic fields. Patient recently stopped playing sports due to a groin hernia. There were no changes to his medication or diet. The infusion device displayed an e4 occlusion error, and patient delivered a bolus to resolve the error. The basal rates were recently adjusted due to decreased activity. Normal blood glucose is 6-11 mmol/l (108-198 mg/dl). Patient delivered boluses and increased his basal rates, but this did not correct hyperglycemia. He did not experience further concerns after switching to the backup infusion device. Infusion device was returned for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. Additional information was not provided.